Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly slow to respond. The patient also reported that the up arrow keypad button is sticking when pressed and has to be pressed several times for a response. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed. The up/down/ok keypad buttons intermittently responded to user inputs during testing, the contrast keypad button required excessive force to activate during testing. It was observed that the up/down/contrast key contacts were misaligned, the contrast key contact was inverted. The up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination found under all the key contacts.